Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Upon review, boston scientific technical services (ts) noted the only episode stored that correlated to the syncope was a rhythmic one. The health care professional (hcp) stated that medication has been adjusted due to rapid ventricular response (rvr). Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.